Event description:
Per user facility medwatch report form #(B)(4), it was reported that during a total thyroidectomy; bilateral neck dissection; neurorrhaphy of left recurrent laryngeal nerve; left arytenoid reduction procedure; the device was not working as well as it should and it needed to be cleaned. When starting to wipe off the device, the tip broke off leaving the shears in two pieces. It is not known how the procedure was completed. There were no adverse patient consequences reported. It is not known whether or not the device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.